Event description:
Healthcare professional reported textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. Observed wear abrasion on the device. Observed creases on the device. White calcification observed on the surface of the shell. No further actions are required since no manufacturing issue is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown